Event description:
It was reported that the balloon was unable to be deflated and the foley could not be removed.the nurse noted the patient was increasingly becoming agitated and the bladder scan revealed >600 ml of urine. Urine flow via the foley had stopped (the patient previously was making ~100 ml urine/hr). The nurse, trauma pa and trauma physician could not get the balloon to deflate so it could be removed. A stat urology consult was placed and the urologist was able to puncture the balloon with a needle and remove the foley and place a coude catheter. The urologist thought the temp sensing wire may have coiled around the balloon, obstructing the flow of urine. The foley was discarded.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice sloe or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon was unable to be deflated and the foley could not be removed. The nurse noted the patient was increasingly becoming agitated and the bladder scan revealed >600 ml of urine. Urine flow via the foley had stopped (the patient previously was making ~100 ml urine/hr). The nurse, trauma pa and trauma physician could not get the balloon to deflate so it could be removed. A stat urology consult was placed and the urologist was able to puncture the balloon with a needle and remove the foley and place a coude catheter. The urologist thought the temp sensing wire may have coiled around the balloon, obstructing the flow of urine. The foley was discarded.